Event description:
It was reported that a malfunction occurred on the pump, with the malfunction code displaying as malf 1. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to put the pump into storage mode and informed about the steps to take upon receiving a replacement pump from technical support. The problematic pump was to be returned to tandem using ups with a pre-paid label provided. No backup therapy was available, and the caller intended to reach out to a healthcare provider.